Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing for laparoscopic partial pancreatectomy, they used a handle and reload. The surgeon clamped the tissue for 5 minutes, and tried to squeeze the handle; however it was stiff and could not squeeze. Another surgeon also tried to squeeze the handle in question, however the status was same. Then the surgeon could open the jaws for releasing, however something caught the pancreas and bleeding occurred, thus the surgeon switched to the open surgery. After hemostasis, replaced the reload and connected to the handle that was originally used; the firing was completed. The bleeding might be caused by an anchoring suture or by crush wound with the jaws. The damaged tissue was resected. The surgical time was extended by more than 30 min. The device was removed from the tissue by force and tissue damage was caused. Less than 200 cc of bleeding occurred as a result of the issue. Current patient status is with no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel pmv performed functional testing which included the reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.